Event description:
Procedure: laparo oophorocystectomy. According to the reporter: after surgery, the distal end of the outer sleeve was found chipped. Insufflation was performed again to search the cavity, but anything was found neither in the cavity nor the operating room. No bleeding. No tissue damage. Patient status: no problem. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).